Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by cts in resetting the pump, and the malfunction code did not recur. It was recommended that the caller continue using the pump and contact support if issues reoccurred, which was acknowledged and understood by the caller.